Event description:
Customer states that the pumps are not always stopping when the bag and upstream tubing is running dry.

Manufacturer narrative:
Pump was not returned. Attempts made to obtain more information about rate, dose, food used and pump serial number with no response. Therefore, a DHR could not be performed.